Manufacturer narrative:
(B)(4). Concomitant medical products: item # (B)(4), vanguard cr ilok fem-rt 65, lot 253600; item # (B)(4), vngd cr lip tib brg 12x71/75, lot 300770; item # (B)(4), biomet cc I-beam tray 71mm, lot 497390; item # (B)(4), series a pat std 31 3 peg, lot 565150. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-06840, 0001825034-2018-06841, 0001825034-2018-06843, 0001825034-2018-06844.

Event description:
It was reported a patient underwent primary right total knee arthroplasty. Patient was noted to have drop foot on unknown date.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 06841 - 1, 0001825034 - 2018 - 06843 - 1, 0001825034 - 2018 - 06844 - 1.